Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the pre-operative device interrogation, it was noted that the right atrial lead exhibited noise. Several episodes of noise and noise reversion were recorded on stored electrocardiograms. There were no interventions reported. The patient was stable and will continue with scheduled monitoring.